Event description:
Caller reported aviva system blood glucose results of 482 mg/dl and 43 mg/dl within 1 minute. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.

Manufacturer narrative:
Strips not available for return.